Manufacturer narrative:
Additional information: one ampere¿ rf ablation generator was received into the lab for analysis. The generator was run through a functional test and functioned as anticipated with no anomalies found. The device history record was reviewed; there were no non-conformances or rework associated with this serial number. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as the returned ampere generator functioned as anticipated, with no anomalies identified.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During the procedure, an "impedance out of range" error was noted. Troubleshooting included replacing the grounding pads and restarting the ampere with no resolution. The ablation was not able to be completed and the procedure was cancelled. There were no adverse patient consequences.